Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-02073. Same patient as MDR ID#: 2134265-2012-02069 and 2134265-2012-02070. It was reported that post a stenting treatment procedure, the patient experienced angina. The patient presented due to unstable angina and non-st elevation myocardial infarction. The first 100% stenosed and 8mm long target lesion was located in the proximal left circumflex (lcx) artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with pre-dilation and placement of a 2.50x12mm taxus liberte stent, resulting in 0% residual stenosis. The second 90% stenosed and 25mm long target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 2.5mm. The second target lesion was treated with direct stent placement using a 2.50x28mm taxus liberte stent, resulting in 0% residual stenosis. The patient was discharged two days later on aspiring and prasugrel. (B)(6) 2011 - the patient presented and was admitted due to angina. The patient was discharged two days later.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).